Manufacturer narrative:
Product evaluation: complaint and product history records were reviewed and documentation, indicated the product met release criteria. There have been no other complaints reported in the lot. Corrected data provided in e.4.(previously unknown). The manufacturer internal reference number is: (B)(4).

Event description:
Additional information was received, by the surgeon. That,the implant was placed in face of ruptured. And the iol went posteriorly into vitreous. The iol was then retrieved and placed in sulcus. The acrylic rubbed uveal tissue and caused " uveitis-glaucoma-hyphema (ugh)".

Manufacturer narrative:
The product was not returned. Qualified associated products were indicated. The event does not appear to be related to a product issue. The lens was placed in a patient with a ruptured pc by a different surgeon. At an unspecified time, the lens moved posteriorly into the vitreous. The lens was retrieved and placed in the sulcus. The iens position caused uveitis-glaucoma-hyphaema syndrome (ugh). The lens was explanted and replaced with a non company iol by the reporting surgeon. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that approximately eleven years following an intraocular lens (iol) implant procedure, there was displacement of iol in eye. The iol was exchanged for a different manufacturer¿s lens in a secondary procedure. Additional information was requested, however, further information has not been received.